Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the doctor used the device for about fifteen minutes without issue. Then, the doctor reported the jaws wouldn't open or close. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the device was received in good physical condition. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing . No issues were noted with opening and closing of the jaws. There were no anomalies noted with the functionality of the device.